Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: the keypad cover was found to be peeling at the ok button. The complaint of the intermittently unresponsive up arrow keypad button was not able to be duplicated during testing; all buttons responded appropriately. The keypad cover was removed and no damage or contamination was found on the button contacts. Unrelated to the complaint, evaluation revealed that there was a crack along the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive. It was also noted that the keypad cover was torn and lifted up at the ok keypad button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.